Event description:
It was reported that the ilet bionic pancreas displayed three dashes and did not show blood glucose values while the paired dexcom g7 app continued to receive readings, consistent with intermittent communication loss between the ilet and the cgm sensor. Symptoms included no reported clinical effects. Outcomes included no interruption in essential daily activities and no medical intervention. Investigation included technical troubleshooting and user education provided remotely. Investigation of this case revealed a temporary loss of sensor signal to the ilet with expected automatic reconnection after a short period. It was concluded that the event was due to transient signal loss between the cgm and the ilet, and the device function is expected to recover without sequelae.